Event description:
It was reported that a pt was being transferred when the sling slid off the hook, causing the pt to fall to the floor. No injury involved. Very limited info, as nursing home refused to give any detailed info regarding the end user, product or incident. Facility did confirm non-injury.